Event description:
It was reported that an ambulance with an ems cot was involved in an automobile accident. There was pt involvement and there were reported injuries to the paramedic. The paramedic was reported to have sustained a broken tibia and fibula related to the ambulance accident.